Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The test p-cap locks properly in place in the reservoir compartment noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. No button stuck during testing. No unexpected numbers ramping or scroll bar moving during testing. Device received without the original belt clip. The test belt clip fits and lock properly and no damage on the belt clip rails noted. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose due to attempting to deliver a bolus, but the buttons were stuck. As a result, the customer fell causing the belt clip to break. The customer was hospitalized in the intensive care unit with blood glucose levels of 500 mg/dl. The customer's blood glucose was 152 mg/dl at the time of call. The numbers were ramping, or the scroll bar was moving up or down with no input from the user. The customer did not receive a stuck button alarm. The insulin pump will be returned for analysis.